Event description:
Event description cpi received information that during the routine follow-up of this ventak p implantable cardioverter defibrillator (ICD), the cpacitor reform time exceeded 60 seconds. A second capacitor reform time was normal, but a third continued charging without completing, and the counters were abnormal.

Manufacturer narrative:
Event conclusion analysis of the ICD found premature depletion indications caused by a fault in the charging circuitry. Detailed analysis isolated the charging problem to a transformer within the circuitry of the ICD.